Event description:
It was reported that a shuntassistant 2.0 (part#: fx105t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated different, overdrainage (in vertical position) and blocked (in horizontal position). The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 52 years. Height: 153 centimeters (cm). Weight: 59 kilograms (kg). Gender: female.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no abnormalities. Permeability test: the test showed that the shuntassistant 2.0 is permeable. Computer control test: according to our results, we can determine an accelerated outflow in the vertical position. Additionally (because the information on the questionnaire) the shuntassistant 2.0 was tested according to standard procedure in the horizontal position of the valve. The results indicated that at a reference flow of 20 ml/h in the horizontal position, the shuntassistant 2.0 had a pressure of 0.36 cmh2o. This is within the specified tolerance of 0 - 4 cmh2o. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, no deposits were found in shuntassistant 2.0. When the valve is dismantled, it is possible to see a large part of the inner. But there are certain parts of the valve which are not visible. Deposits may be present there which impair the function of the valve. To make possible invisible proteins/deposits visible, the valve was submerged in a coloring solution. Deposits were visible. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability test was already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was an accelerated outflow in the vertical position at the time of our investigation. Detected deposits could be the cause of the accelerated outflow. Endogenous substances in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.